Manufacturer narrative:
The msd was returned to ekos and evaluated on 06 aug 2018. Evaluation of the returned msd revealed evidence of damage. The msd was noted to be kinked, twisted and flattened throughout. The msd shaft was broken in 2 pieces and frayed at 27 cm from the distal strain relief with burned and exposed rf wires. The exposed wires showed evidence of electrical shorting. The iddc was not returned for evaluation. A review of the device history record for the msd confirmed that the product was manufactured per standard processes and met all acceptance criteria. The damage on the msd could be consistent with a tool being used during advancing the msd into the iddc. The IFU warns the user: do not deform or kink the msd during delivery into the iddc. If the msd is kinked at any time, do not attempt to use the msd, as kinking may lead to degraded performance or fracture during use. The saline coolant came in contact with the burned area in the msd which exits the distal end of the catheter. The event did not impact the delivery of thrombolytic therapy. The control unit event log recorded that ultrasound was delivered for a total of 7 hours and 17 minutes and it was reported that the treatment continued without ultrasound as standard cdt therapy. No serious injury occurred as a result of this device damage.

Event description:
It was reported that a 40 cm ekos catheter was used to treat a patient with a peripheral arterial occlusion on (B)(6) 2018. The catheter ran for 7 hours and 17 minutes when an 'all msd failure' alarm occurred. The treatment was continued without ultrasound as a standard cdt therapy without any patient impact. Upon investigation of the returned device on 06 aug 2018, device damage was confirmed.